Manufacturer narrative:
Customer declined to provide patient information.

Event description:
The customer reported that the ventilator alarmed with blower temperature high error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.